Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 200-210mg/dl fasting. Verified the strips expired 4/22/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 174mg/dl and 179mg/dl not fasting. Reviewed meter memory: (B)(6). Caller believes meter not showing close to doctors meter. Customer is a new diabetic.